Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information has been requested but not received to date. If additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint received reporting broken measurement chamber on the device. The device was not used, no patient harm was reported. No further information was provided.

Manufacturer narrative:
The batch record review indicates that no non-conformances (nc) or deviations were initiated. Sterilization was performed in accordance with parameters. The batch was released according to requirements. A batch record review of a previous complaint, resulted in a discrepancy which was investigated and has been closed. On the basis of information received the investigation concludes that the true root cause for the issue "loss of physical integrity of the unometer safeti plus product" cannot be identified. No corrective actions are required at the moment. Trend of such complaints issue will be monitored. No additional investigation is needed. A photograph has been received for this complaint, which was evaluated. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 11, 2016.